Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 6.9mmol/l. Customer stated that he is been having a lot of air bubbles in the reservoir and he already called a month ago for the same reason. Customer is not comfortable with the pump and wants to replace it. Customer was advised that we are sending replacement pump.